Event description:
It was reported that there is higher output in this right atrial (ra) lead due to higher threshold. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).